Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Dhrs (device history review) for the freestyle optimum neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. Retain testing was performed for the precision strips and all units performed in specification and passed. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of (lo) 1.10mmol/l, (lo) 1.10mmol/l, and 14.40 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of (lo) 1.10mmol/l, (lo) 1.10mmol/l, and 14.40 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with returned test strips. Visual inspection has been performed on both the reader and strips no issues were observed. Meter powered on with button depression and strip insertion. Control solution testing was performed and no issues were performed. All results were within range specification. No malfunction or product deficiency was identified. Therefore the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.